Event description:
On (B)(6) 2012, the reporter contacted animas to report the pump had intermittent power. On (B)(6) 2012, the patient obtained blood glucose readings "in the 500's mg/dl." During that time, the patient experienced no symptoms of high or low blood glucose levels. The patient reported she was able to give herself correcting bolus doses of insulin via the pump; she did not seek any medical attention. Troubleshooting revealed the battery compartment was damaged in that the threads were stripped. It was also determined the patient had never replaced the battery cap. The manufacturer recommends the battery cap be replaced every six months. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The patient's technique was incorrect by continuing to use the pump after it had become damaged. However, as the patient suffered blood glucose levels suggesting severe injury after this occurred, this complaint is being reported.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. The report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump black box showed that power events had occurred. There was no damage observed to the battery cap; the battery compartment was found to be partially stripped. The battery cap secured to the pump and the pump was exercised for 24 hours without power issues. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The battery cap was tested and was confirmed to be within specifications. The pump was opened and no damage or defects were found to be power circuit. Unrelated to the complaint, the display screen was found to be faded and discolored.